Event description:
Pt was undergoing cataract surgery and had a block (was sedated) but they decided to convert her to general anesthesia because she couldn't stay still. She had some passive regurgitation and they had the yankauer there and ready to go but when they started to suction, it wouldn't work. There was a delay in suctioning and "we believe she aspirated some of the vomit." Pt developed aspiration pneumonia. She had to be admitted to the hospital for observation; noted to have an elevated white count; she "did develop an infection with basal infiltrations in the lungs." She was discharged the next day on antibiotics.

Manufacturer narrative:
Unfortunately, the complaint sample was not returned for evaluation. If the sample should become available, we will reopen this investigation. The device history record of the lot number reported was evaluated for any issues related to this report; the product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Without a product sample, we are unable to determine a definitive root cause of the issue reported. However, process improvements are being evaluated to reduce the possibility of yankauer occlusions. These include: mold height adjustment and mold protection setup with the evaluated; measurement of core pins overall height and verification of the actual conditions related to mold wear will be performed; review machine conditions to assure optimal maintenance activities are being performed. We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement.